Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The meter result was 4.1 inr. The result from a laboratory within 15 minutes was 3.0 inr and was believed to be accurate. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 - 3.5 inr. The customer had no heparin, no hematocrit issues, no antiphospholipid antibodies, and no direct thrombin inhibitors. There were no diet changes, no other medications, no other illness, no non-normal bruising, and no bleeding. At some point within the last 6 months, the customer took cough medicine with codeine in it but cannot remember the specific dates. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.